Manufacturer narrative:
(B)(4): the reported description notes that the spo2 desaturation alarm did not occur at the time of when the pt's desaturation level was decreased beyond the preconfigured spo2 parameter. Since this measurement and alarm can be indicative of the need for emergent care, this delay or lack of alarm has possibly resulted in delay in providing emergent care. The customer asked for assistance in determining if the alarm had been silenced. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description notes that the spo2 desaturation alarm did not occur at the time of when the pt's desaturation level was decreased beyond the preconfigured spo2 parameter.